Event description:
Event description guidant received information that a chronic, competitive right ventricular rate/sense (r/s) lead dislodged approximately four days after the implant of a guidant defib lead and cardiac resynchronization therapy defibrillator (crt-d), resulting in approximately 22 seconds of asystole. The competitive r/s lead dislodged into the atrium and this implantable transvenous coronary sinus lead did not pace due to atrial oversensing.